Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. Fse reported the cause of the erroneous high mg results and suppressed tg results was the sample mixer paddle and sample mixer wash station. Fse replaced the sample mixer paddle and the sample mixer wash station and issue was resolved. No patient demographics provided.

Event description:
Customer reported the unicel dxc 600i synchron access clinical system generated erroneous high patient results for magnesium (mg) and suppressed results for triglycerides (tg) with ini rate hi errors. Customer repeated the samples on the same instrument as well as another dxc instrument and mg results were much lower. Customer reported 5 mg patient results were affected. Erroneous mg results were not reported outside of the lab. No change in treatment due to erroneous mg results. No erroneous tg results reported.